Event description:
It was reported by the pt's legal counsel that the pt had a knee replacement on (B)(6) 2006. On (B)(6) 2007, the tibial component was revised due to reported pain.

Manufacturer narrative:
A review of the implant's mfg records indicate that it was made to spec. Very little info has been obtained to determine root cause. Should add'l info be provided to further this investigation, this report shall be updated.